Event description:
It was reported that the device was running for 48 hours and did not reach the set temperature, and the temperature did not drop below 38 degrees c. The device was not being used on a patient at the time of the malfunction.

Manufacturer narrative:
The device evaluation has been completed and section h codes have been updated.

Event description:
It was reported that the device was running for 48 hours and did not reach the set temperature, and the temperature did not drop below 38 degrees c. The device was not being used on a patient at the time of the malfunction.